Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate chronic diastolic chronic heart failure, hypertension, dyslipidemia, diabetes myelitis type 2, chronic venous insufficiency, stage 4 chronic kidney disease, factor IV leiden deficiency, and secundum atrial septal defect (asd) could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), 7 years, 6 months, and 10 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was noted to be failing due to aortic stenosis with gradients of between 35-50mmhg. A valve in valve was completed successfully using a 26mm sapien 3 ultra. The patient was admitted with chronic dyspnea on exertion and lower extremity edema which had worsened over the last 2 weeks, significant orthopnea requiring 2-3 pillows while propped up at night, nausea with no vomiting over the last week prior to admission and a recent fall prior to admission. Post valve in valve procedure, the patient was taken to recover post procedure. According to the medical records, the patient had a tee approximately 8 months prior to the valve in valve procedure, that showed a well-seated bioprosthetic aortic valve, flow acceleration across the valve with restricted motion of the left and non-coronary cusps with moderate to severe bioprosthetic stenosis, mean gradient of 35mmhg, and mild transvalvular regurgitation. There was also a large secundum atrial septal defect (asd) with a left to right shunt measuring up to 1.6cm in diameter. The asd is congenital and therefore will not be captured. Another echo performed approximately 2 months prior to the valve in valve showed mean gradient of 42mmhg and trace ai. No information provided on any intervention in these records.